Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts were noted in the insulation 293-296, and 300-301 mm from the terminal pin. There were also deformed conductor coils 287-289 and 304 mm from the terminal pin. Electrical resistance testing of the conductor paths showed the lead to be in specification. Laboratory testing was unable to confirm the reported clinical observation of the lead dislodgement.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was exhibiting high pacing threshold measurements. An x-ray confirmed this ra lead had dislodged. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.